Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward or retracting back to its home position. Functionally, the knife trigger was pressed to release the knife blade from the eschar build up. The knife blade was able to advance and retracted properly after it was cleared from the buildup. There were no issues with the jaws. It was reported that the knife blade of the device would not retract. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws of the device were difficult to open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the unit had jaw issue. Knife blade did not retract and was difficult/impossible to open. The jaws was partially open and blade was partially deployed. There was no patient injury.